Manufacturer narrative:
A medtronic representative reported that during the case, the surgeon used another frazier suction from a second tray to finish the case. No parts or files have been received by the manufacturer for evaluation. A medtronic representative went to the site to test the instrument. A system checkout showed that the instrument was bent. The reported event was confirmed. Medtronic recommended replacement of the instrument, however the site chose not to replace.

Manufacturer narrative:
Patient age and weight not available from site. Suspect device has not been returned to manufacturer for evaluation. No further issues reported.

Event description:
A medtronic representative reported that, while in an ent procedure, a registered nurse alleged the frazier suction was inaccurate toward the end of the surgery. The surgeon completed the procedure with the use of the navigation system. There was no impact to patient outcome.